Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thjr revision; (B)(6) hospital, (B)(6) 2018. Primary implant date: (B)(6) 2007. Liner and head removed. Patient's primary complaint was pain - as per surgeon. Surgeon noted - reaction to metal in tissues, corrosion to stem trunnion. New ceramic liner and ts ceramic head inserted. Cup remained in situ as did stem - surgeon reported no reason to remove either. Jnj representative was present at the case and the liner and head were removed without difficulty. Some soft tissues was removed and sent for analysis. Patient aged (B)(6), dob: (B)(6).